Event description:
Monitor strip did not respond to episode to capture with a 3 star alarm. Biomed tested the station and could not reproduce the failing alarm. Hewlett packard was called in to check the equipment. Preventive maintenance was last done in dec. 97 by biomed.